Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was rebooting without user intervention resulting in blood glucose levels up to 280 mg/dl with nausea. The reporter indicated that the battery cap was replaced but the issue continued. Troubleshooting of the issue found that the pump battery compartment was cracked. The reported blood glucose level do not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.